Event description:
It was reported that during a pta/stenting treatment procedure, the express biliary ld premounted stent slipped off of the delivery system. The stent was advanced to the iliac artery lesion which was 85% stenotic with heavy calcification. When the physician pulled the device back to reposition it, the stent slipped off of the balloon. The stent was suspected to have been caught on plaque causing premature separation from the pt. A new express biliary stent was successfully implanted. No pt injuries or complications were reported.